Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was feeding multiple clips after 5 firings. They were on the cystic duct, no clips or staples were in the area. They used a like device to complete the procedure. The surgeon fired the device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with two clips in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. The remaining clip was properly fed and formed. Then the device did not locked out as intended but the orange indicator was completely visible; this finding is not related with the incident reported. In order to confirm the clip was within manufacturing specifications, the clip was evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. The returned device was disassembled in order to verify internal components and no anomalies were noted. A batch record review was performed and no anomalies were found during the manufacturing process.